Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the trocar would not lock to insert into pt. The device was from a procedure tray. Another trocar had to be opened. There was no consequence to the pt.